Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by guiding them through the cartridge fill and load process, which involved replacing the tubing and performing the fill tubing step again. The process culminated successfully when drops of insulin were observed at the end of the tubing, allowing the caller to resume insulin delivery.